Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 30-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery. A loss of stimulation was noted.  Patient was scheduled for routine battery replacement. Impedances were checked in pre-op which revealed possible open on contacts 9, 10, 12, 13, and 15. Patient reports that he fell down some stairs approximately one month ago and it was right afterthe fall that he noticed a change in his stimulation. Because this is a paddle lead, physician advised patient that he would need to follow up with neurosurgeon if he was not getting desired results following reprogramming. The rep programmed around affected contacts and was able to get stim perception into legs and low back/upper buttocks. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2016, explanted: unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported patient indicated they fractured their lead in october 2024, physician just replaced the ins.

Event description:
Additional information was received, it was reported the ins was explanted and replaced as it was approaching eos. There were no allegations against the battery and it was discarded by customer at the time of surgery. The lead remains implanted as this was a paddle lead and any surgical revision will need to be done by a neurosurgeon. The patient had reported a fall down stairs approximately one month prior to initial report submission. Despite impedances, patient was reporting 80% pain relief at his post op appointment on (B)(6) 2024 after his battery replacement and reprogramming which was done to avoid affected contacts. No changes were made to his settings at that time. At his 6 week post op, he continued to report 80% pain relief. Again, no changes were made to the system. The patient was recently seen on (B)(6) 2025 by representative who noted that patient had additional impedances on all contacts involving the 8-15 lead. At that time, patient was going to request a referral from managing physician to be seen by neurosurgery to discuss revision/replacement of the paddle lead.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6) implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.